Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 (explant date not provided).

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late, breast pain, anxiety-product/procedure.

Event description:
Patient reported right side moderate amount of periprosthetic fluid diagnosed by ultrasound along with breast pain, significant swelling and expressed desire to have the implant removed as soon as possible. Healthcare professional later reported capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported right side moderate amount of periprosthetic fluid diagnosed by ultrasound along with breast pain, significant swelling and expressed desire to have the implant removed as soon as possible. Healthcare professional also reported capsular contracture, baker grade IV. Later healthcare professional reported "deteriorated, rupture and capsular contracture, baker grade IV". The device has been explanted and replaced with a non-abbvie device. Implant is not available for return.